Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube(s)') in a 36-year-old female patient who had essure (batch no. 867539,867693-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation initiated." On 4-aug-2011. The patient's medical history included body mass index normal, chronic cervicitis, follicular cyst of ovary, amenorrhea and heavy periods. Previously administered products included for birth control: mirena iud from may 2011 to august 2011 and depo provera injection from 2006 to may 2011. Concurrent conditions included allergic rhinitis, genital herpes, spotting vaginal and vaginal odor. Concomitant products included amitriptyline hydrochloride (amitriptylene) since december 2016, colecalciferol (vitamin d3) since 2014, ethinylestradiol;norgestimate (ortho-tri-cyclen 21), fexofenadine hydrochloride (allegra) since 2012, fluticasone propionate (flonase allergy relief) since 2012, magnesium since 2012 and sumatriptan since 2012. On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), urinary tract infection ("infection: uti / infection (bladder / urinary tract / vaginal) - type: uti"), bacterial vaginosis ("infection: bv / infection (bladder / urinary tract / vaginal) - type: bv"), pelvic pain ("pain"), ovarian cyst ("reproductive system disorder or condition: ovarian cysts") and vaginal discharge ("vaginal discharge"). In july 2012, the patient experienced eye disorder ("vision/eye problems: eye weakness"), migraine ("migraines/headaches"), nausea ("nausea") and visual impairment ("vision/eye problems: vision changes"). In january 2017, the patient experienced pollakiuria ("bladder or urinary problems or changes frequency"). In july 2017, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst rupture ("ruptures cysts"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, eye disorder, vaginal haemorrhage, menorrhagia, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, urinary tract infection, bacterial vaginosis, migraine, nausea, pelvic pain, ovarian cyst, vaginal discharge, visual impairment and weight increased had not resolved and the cyst rupture, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, bacterial vaginosis, bladder disorder, cyst rupture, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 127 lbs. Description: right fallopian tube, essure device deployed, one coil left within uterine cavity. Left fallopian tube, essure device deployed, again, one coil left within the uterine cavity.lot number as per pfs - 867539 lot number as per mr - 867693 endometrial ablation done on the same day of insertion of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded); on 27-feb-2012: was told only one side occluded; in may 2012: result unknown. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, weight increased. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events bladder problems, urinary problems were added no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube(s)') in a 36-year-old female patient who had essure (batch no. 867539,867693-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation initiated." On (B)(6) 2011. The patient's medical history included body mass index normal, chronic cervicitis, follicular cyst of ovary, amenorrhea and heavy periods. Previously administered products included for birth control: mirena iud from (B)(6) 2011 to (B)(6) 2011 and depo provera injection from 2006 to (B)(6) 2011. Concurrent conditions included allergic rhinitis, genital herpes, spotting vaginal and vaginal odor. Concomitant products included amitriptyline hydrochloride (amitriptylene) since (B)(6) 2016, colecalciferol (vitamin d3) since 2014, ethinylestradiol;norgestimate (ortho-tri-cyclen 21), fexofenadine hydrochloride (allegra) since 2012, fluticasone propionate (flonase allergy relief) since 2012, magnesium since 2012 and sumatriptan since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), urinary tract infection ("infection: uti / infection (bladder / urinary tract / vaginal) - type: uti"), bacterial vaginosis ("infection: bv / infection (bladder / urinary tract / vaginal) - type: bv"), pelvic pain ("pain"), ovarian cyst ("reproductive system disorder or condition: ovarian cysts") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced eye disorder ("vision/eye problems: eye weakness"), migraine ("migraines/headaches"), nausea ("nausea") and visual impairment ("vision/eye problems: vision changes"). In (B)(6) 2017, the patient experienced pollakiuria ("bladder or urinary problems or changes frequency"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst rupture ("ruptures cysts"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, eye disorder, vaginal haemorrhage, menorrhagia, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, urinary tract infection, bacterial vaginosis, migraine, nausea, pelvic pain, ovarian cyst, vaginal discharge, visual impairment and weight increased had not resolved and the cyst rupture outcome was unknown. The reporter considered abdominal distension, bacterial vaginosis, cyst rupture, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 127 lbs description: right fallopian tube, essure device deployed, one coil left within uterine cavity. Left fallopian tube, essure device deployed, again, one coil left within the uterine cavity.lot number as per pfs - 867539 lot number as per mr - 867693 endometrial ablation done on the same day of insertion of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded); on (B)(6) 2012: was told only one side occluded; in (B)(6) 2012: result unknown. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, weight increased. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Event ruptures cysts were added. Lab data were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube(s)') in a 36-year-old female patient who had essure (batch no. 867539 not valid, 867693-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation initiated." On (B)(6) 2011. The patient's medical history included body mass index normal, chronic cervicitis, follicular cyst of ovary, amenorrhea and heavy periods. Previously administered products included for birth control: mirena iud from (B)(6) 2011 to (B)(6) 2011 and depo provera injection from 2006 to (B)(6) 2011. Concurrent conditions included allergic rhinitis, genital herpes, spotting vaginal and vaginal odor. Concomitant products included amitriptyline hydrochloride (amitriptylene) since (B)(6) 2016, colecalciferol (vitamin d3) since 2014, ethinylestradiol;norgestimate (ortho-tri-cyclen 21), fexofenadine hydrochloride (allegra) since 2012, fluticasone propionate (flonase allergy relief) since 2012, magnesium since 2012 and sumatriptan since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), urinary tract infection ("infection: uti / infection (bladder / urinary tract / vaginal) - type: uti"), bacterial vaginosis ("infection: bv / infection (bladder / urinary tract / vaginal) - type: bv"), pelvic pain ("pain"), ovarian cyst ("reproductive system disorder or condition: ovarian cysts") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced eye disorder ("vision/eye problems: eye weakness"), migraine ("migraines/headaches"), nausea ("nausea") and visual impairment ("vision/eye problems: vision changes"). In (B)(6) 2017, the patient experienced pollakiuria ("bladder or urinary problems or changes frequency"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, eye disorder, vaginal haemorrhage, menorrhagia, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, urinary tract infection, bacterial vaginosis, migraine, nausea, pelvic pain, ovarian cyst, vaginal discharge, visual impairment and weight increased had not resolved. The reporter considered abdominal distension, bacterial vaginosis, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 127 lbs. Description: right fallopian tube, essure device deployed, one coil left within uterine cavity. Left fallopian tube, essure device deployed, again, one coil left within the uterine cavity. Lot number as per pfs 867539. Lot number as per mr 867693. Endometrial ablation done on the same day of insertion of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram on (B)(6) 2011: unilateral occlusion (left tube occluded); on (B)(6) 2012: was told only one side occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, weight increased. Most recent follow-up information incorporated above includes: on 20-aug-2019: update of information (batch is not valid) product technical compliant. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube(s)') in a (B)(6) year-old female patient who had essure (batch no. 867539,867693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "thermachoice endometrial ablation initiated." On (B)(6) 2011. The patient's medical history included body mass index normal, chronic cervicitis, follicular cyst of ovary, amenorrhea and heavy periods. Previously administered products included for birth control: mirena iud from (B)(6) 2011 to (B)(6) 2011 and depo provera injection from 2006 to (B)(6) 2011. Concurrent conditions included allergic rhinitis, (B)(6), spotting vaginal and vaginal odor. Concomitant products included amitriptyline hydrochloride (amitriptylene) since (B)(6) 2016, colecalciferol (vitamin d3) since 2014, ethinylestradiol; norgestimate (ortho-tri-cyclen 21), fexofenadine hydrochloride (allegra) since 2012, fluticasone propionate (flonase allergy relief) since 2012, magnesium since 2012 and sumatriptan since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), urinary tract infection ("infection: uti / infection (bladder / urinary tract / vaginal) - type: uti"), bacterial vaginosis ("infection: bv / infection (bladder / urinary tract / vaginal) - type: bv"), pelvic pain ("pain"), ovarian cyst ("reproductive system disorder or condition: ovarian cysts") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced eye disorder ("vision/eye problems: eye weakness"), migraine ("migraines/headaches"), nausea ("nausea") and visual impairment ("vision/eye problems: vision changes"). In (B)(6) 2017, the patient experienced pollakiuria ("bladder or urinary problems or changes frequency"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, eye disorder, vaginal haemorrhage, menorrhagia, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, urinary tract infection, bacterial vaginosis, migraine, nausea, pelvic pain, ovarian cyst, vaginal discharge, visual impairment and weight increased had not resolved. The reporter considered abdominal distension, bacterial vaginosis, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Description: right fallopian tube, essure device deployed, one coil left within uterine cavity. Left fallopian tube, essure device deployed, again, one coil left within the uterine cavity. Lot number as per pfs - 867539. Lot number as per mr - 867693. Endometrial ablation done on the same day of insertion of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded); on (B)(6) 2012: was told only one side occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, weight increased. Most recent follow-up information incorporated above includes: on 8-aug-2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- perforation of fallopian tube(s), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes frequency, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition: bloating, infection: uti, bv, migraines/headaches, nausea, pain, reproductive system disorder or condition: ovarian cysts, vaginal discharge, vision/eye problems: vision changes, eye weakness, weight gain / loss (specify which one): weight gain. Reporter information, aka name, historical drug, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.